Manufacturer narrative:
This investigation is ongoing.

Event description:
Vital images has become aware of a change in how some canon medical systems (formerly toshiba medical systems) scanners handle dicom information. This change may affect the accuracy of perfusion results in our 4d brain perfusion software. Vital images is working with canon medical systems to better understand this issue and determine its potential impact. To date, there have been no complaints filed at vital associated with this issue.

Manufacturer narrative:
Vital images has completed its investigation into the canon medical systems (formerly (B)(6) scanner change. In reviewing the changes against the supported acquisitions in vitrea 4d brain perfusion, it has been determined there is no accuracy or safety impact. There have been no customer complaints associated with this investigation.

Event description:
Vital images has become aware of a change in how some canon medical systems (formerly (B)(6) scanners handle dicom information. This change may affect the accuracy of perfusion results in our 4d brain perfusion software. Vital images is working with canon medical systems to better understand this issue and determine its potential impact. To date, there have been no complaints filed at vital associated with this issue.